Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Device interrogation revealed multiple automatic mode switch (ams) episodes that were attributed to noise on the atrial channel. Provocative testing was performed; however, the noise could not be reproduced. Electrical measurements were stable. No further information was available.